Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had air in the line. It was further reported that when the intravenous (IV) line was gently tapped to bring air up to the IV chamber, the bag and the line disconnected from the bag spike of a tpn (total parenteral nutrition bag with travasol/amino acid which resulted in a leak. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.